Manufacturer narrative:
Device remains functioning in pt. A review of the mfg paperework has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.

Event description:
In 2007, pt was treated for a left iliac aneurysm with the gore excluder aaa endoprosthesis iliac extender component. Following successful deployment of the device, the distal part of the catheter was missing. The iliac extender component device was left in place with no evidence of endoleaks. The separated piece of the delivery system was safely removed. Pt is doing well.